Event description:
It was reported that the patient's left ventricular (lv) lead presented with a progressive rise in pacing thresholds. The lead was explanted and replaced. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).